Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe barrel was noticed to be damaged/"crushed" while drawing up liquid. The following information was provided by the initial reporter: "the barrel of the syringe is damaged, it looks like it has been crushed after the pad printing because the writing is also damaged. It¿s not a moulding defect. The plunger and everything else is ok. The defect was noticed when drawing up."

Manufacturer narrative:
H6: investigation summary one syringe and photos received for investigation, syringe was sent disassembled and outside its original unitary packaging. Upon visual inspection, it can be seen damage in barrel, there is a hit below number 30 of the scale. Possible root cause due to product jammed against assembly equipment during manufacturing. A device history review was performed for lot 2012062 no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe barrel was noticed to be damaged/"crushed" while drawing up liquid. The following information was provided by the initial reporter: "the barrel of the syringe is damaged, it looks like it has been crushed after the pad printing because the writing is also damaged. It¿s not a moulding defect. The plunger and everything else is ok. The defect was noticed when drawing up."